Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, a 'sensor not reliable' message was displayed. Multiple attempts were made to resolve the issue by repositioning the pump with no success. The decision was made to leave the pump in the patient and wean them off of support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for a visual inspection. No data logs were returned for analysis. The cause of the placement signal issue was not determined because no product or logs were returned and not enough information was given. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.